Event description:
It was reported that the user experienced a severe high blood glucose event while using the iLet and referenced a prior instance where ¿the iLet wasn¿t giving me enough insulin.¿ Symptoms included hyperglycemia. Outcomes included insufficient information regarding impact. Investigation included communication and interviews with the user and analysis of information provided by the user or a third party. Investigation of this case revealed that no findings were available and that there was insufficient information regarding any specific medical device problem or device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.